Event description:
Customer alleged an accidental needlestick, due to a new softclix lancet that had no protective cap. Customer alleged subsequent medical treatment due to the needlestick. No details of treatment received were provided. The manufacturer requested the return of the suspect product for evaluation.